Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports dentist has asked to stop using the aligners because there's recession on the back two upper molars on the arch of each side.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.